Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other xience skypoint devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2022, the patient presented due to experiencing an st elevated myocardial infarction (stemi) in the right coronary artery (rca). Three xience skypoint stents were implanted, a 3.50x33mm, 3.50x8mm and a 4.00x18mm. On (B)(6) 2022, the patient was re-hospitalized to treat a different vessel; however, it was noted that the three stents were occluded with thrombus. Therefore, additional stents were implanted to treat the thrombosis. There was no adverse patient sequela. No additional information was provided.